Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients battery has declined in efficiencies and was holding a charge. The patient underwent an ipg replacement procedure to be able to get an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by facility.